Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported there was poor overlap (1 cm) at the time of implant between the stent graft and the iliac artery. During a follow-up which was done 2 years after the initial implant a distal type 1 endoleak was detected in the right iliac artery due to the poor attachment between the stent graft and the iliac artery. A flared aneurx iliac stent graft was implanted in the artery and successfully sealed the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
MDR ous. The analysis did not reveal any sign of a material or manufacturing problem. The cut is probably caused by the explantation procedure. Based on the analysis results a replacement free or charge can not be given.